Event description:
Reporter stated that patient obtained results of 442 mg/dl and 113 mg/dl, within one minute, when testing on the performa system. Patient did not modify therapy based on these results. No adverse event was reported. The suspect product was not returned to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. It was stated that the customer weighed more than (B)(6) kg. Device not returned to manufacturer.